Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 900 mg/dl on (B)(6) 2025. Reportedly, the customer was using pump supplies beyond labeling timelines. Tandem technical support educated the customer on supply timelines. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. System check with tandem technical support confirmed the pump was functioning as intended. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.